Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a folfusor sv (small volume) collapsed at approximately 80ml. This issue occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a companion sample was received for evaluation. A functional testing was performed on the companion sample by manually filling the bladder. During and after fill, no evidence of rupture was observed from the bladder. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.